Manufacturer narrative:
Unit functioned properly during rewind and basic occlusion, occlusion, prime and compromised force system sensor, the excessive no delivery and displacement test. The pump was tested with water liquid reservoir. No air bubble noted during testing.no cosmetic damage noted.

Event description:
The mother of a customer indicated via phone call that her son has unexplained high blood glucose of 600 mg/d. Troubleshooting was done and was found that some of the customer's basal rate settings had been changed recently. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was also advised to call back when the tubing clamp is received to perform the high pressure test. And for further troubleshooting. The customer indicated that they would like a replacement pump and that a new pump would be shipped.